Manufacturer narrative:
The galaxy coil did not become tangle with other coil already at the site. Although, an enterprise stent was covering the complex aneurysm neck, the physician felt that he needed to use the balloon remodeling device for additional support. However, during positioning of the galaxy coil, the balloon remodeling device was not inflated. The sales rep also indicated that the enterprise stent was placed at another facility, and during that initial case, according to the patient, coils could not be placed through the enterprise stent. However, during this procedure coils were not placed. Additional information will be submitted within 30 days of receipt.

Event description:
The aneurysm was located in the right (ica) internal carotid artery and measured 9x14mm previously stented with an enterprise stent on an earlier date. During an assisted coil embolization procedure with an enterprise stent, the physician placed eight (8) coils. On the 9th coil - galaxy 4 x10 - the coil stretched. Approximately 2 cm was in the aneurysm and 8 cm out. The physician used an alligator snare to try to remove the coil but was not successful. Then, switched to ev3 snare, and was able to remove some of the stretched coil in the process he dissected the carotid artery. He placed a stent on the dissected carotid. He completed the procedure. Patient is in stable condition. During the procedure, there was no resistance/friction advancing the coil through the microcatheter. The physician positioned the coil under fluoroscopy, and the coil was 2cm in the aneurysm and 8cm out, when the event occurred. At first it appeared that the coil had prematurely detached, but later, it was confirmed that the coil unraveled/stretched. Part of the coil was removed, and part remained protruding into the parent vessel, but no further action was taking. At no time during positioning/placement, the dcs syringe utilized to detach the coil, or additional manipulation/torque/pulling applied to insert the coil at the target site, it was a straight forward case.

Manufacturer narrative:
After placement of an enterprise stent during a follow-up staged coiling of the aneurysm, 8 coils were placed. When placing the ninth coil, a 4x10 trufill dcs orbit galaxy, the coil stretched. Approximately 2 cm was in the aneurysm and 8 cm out. The physician used an alligator snare to try to remove the coil but was not successful. Then, switched to ev3 snare, and was able to remove some of the stretched coil in the process he dissected the carotid artery. He placed a stent on the dissected carotid. He completed the procedure. Patient is in stable condition. The aneurysm located in the right (ica) internal carotid artery which measured 9x14mm was previously stented with an enterprise stent on an earlier date with the decision made to allow the stent to endothelialize prior to coiling. During the coiling procedure, there was no resistance/friction advancing the coil through the microcatheter. The physician positioned the coil under fluoroscopy, and the coil was 2cm in the aneurysm and 8cm out, when the event occurred. At first it appeared that the coil had prematurely detached, but later it was confirmed that the coil unraveled/stretched. Part of the coil was removed, and part remained protruding into the parent vessel, but no further action was taking. At no time during positioning/placement was additional manipulation/torque/pulling applied to insert the coil at the target site, it was a straight forward case. The galaxy coil did not become tangle with other coil already at the site. However, with additional investigation, the physician reported that this case had a bit of extraordinary circumstances given the balloon and stent that was in place. Although, an enterprise stent was covering the complex aneurysm neck, the physician felt that he needed to use the balloon remodeling device for additional support. During positioning of the galaxy coil, the balloon remodeling device was not inflated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500133 along with subassembly lot 15202540 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile galaxy dcs was received coiled inside of a plastic bag. A non-cordis microcatheter was received in the same bag with a guidewire inside of it. Galaxy dcs was inspected and kinks were noted in the hypotube. The support coil was out of the introducer which was partially zipped without damages. Gripper was inside of the introducer and the headpiece was still attached. Embolic coil protruded from the microcatheter and it was stretched and tangle. Embolic coil was inspected under microscope and the suture was found stretched and broken. Residues of blood could be observed over the embolic coil. Gripper presented a wavy condition on the proximal side. Headpiece was properly attached to the gripper and the anchor presented no damages it appears to be properly soldered. Sem analysis was performed to see the fracture surface and determine the cause of the failure. The sutures of the coil appear to be stretched and give the appearance that there were torn. Pulling motion could have been involved in this failure; however, the exact cause of the sutures separating could not be conclusively determined. The anchor surface exhibited no evidence of damage other than minor smearing which can be attributed to normal use of the device. There were no other anomalies noted in the device that could be related to the reported failure. The cause of the damages found over the embolic coil could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Procedural/handling factors appear to have contributed to the damages found over the unit. Inspections are in place as per to prevent these kinds of damages leaving from the facility. The reported stretching of the orbit galaxy coil was confirmed and although the exact cause cannot be determined, it appears to be related to a force exerted which exceeded the limits of the stretch resistant filament. Procedural factors necessitating the use and manipulation of multiple concomitant devices may have contributed. Based on the analysis of the returned device, there is no indication of any device design or manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A non-sterile galaxy dcs was received coiled inside of a plastic bag. A non-cordis microcatheter was received in the same bag with a guidewire inside of it. Galaxy dcs was inspected and kinks were noted in the hypotube. The support coil was out of the introducer which was partially zipped without damages. Gripper was inside of the introducer and the headpiece was still attached. Embolic coil was protruded from the microcatheter and it was stretched and tangled. Embolic coil was inspected under microscope and the suture was found stretched and broken. Residues of blood could be observed over the embolic coil. Gripper presented a wavy condition on the proximal side. Headpiece was properly attached to the gripper and the anchor presented no damages it appears to be properly soldered. Sem analysis was performed to see the fracture surface and determine the cause of the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500133 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Also the acrobat assembly lot 15202540 was reviewed. The failure reported by the costumer as "protrusion into parent vessel" was not evaluated. The second failure reported as "unraveled/stretched-during placement" was confirmed. The cause of the damages found over the embolic coil could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Procedural and handling factors appear to have contributed to the damages found over the unit. Inspections are in place that prevent these kinds of damages leaving from the facility; therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days upon receipt.